Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a no delivery alarm on the insulin pump. Customer also noticed that the tubing was filled with white stuff and was unsure if it was air bubbles or kinks. Customer declined troubleshooting. Customer's blood glucose reading at the time of the call was 469 mg/dl and has treated with a manual injection. No further information reported.